Event description:
It was reported that during a ptca/stent procedure crossing difficulty was encountered and led to stent separation from the delivery system. The stent was successfully retrieved with a snare device. The pt underwent surgery and reportedly, the pt tolerated the procedure well.